Event description:
A cartridge alarm 20 was reported during pumping, with no prior similar alarms noted for the current pump. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.